Manufacturer narrative:
B3 on (B)(6) 2023, additional information was received stating that multiple malfunction alarms were confirmed in the pump history.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.